Event description:
While servicing the device, the philips field service engineer (fse) discovered that the pins in battery compartment b were depressed and would not reseat. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
While servicing the device, the philips field service engineer (fse) discovered that the pins in battery compartment b were depressed and would not reseat. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 3 on the j1 connector was found damaged.